Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump looked like it was "cracked" and when the batteries were replaced, would not run. It was reported that the patient subsequently used a backup pump. It was reported that medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis with a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and found that the lcd display was cracked and had blank display when powered up. The clear window below the cartridge thread and part of the rear housing was also cracked. Further investigation of the pump determined that the lcd display was inoperable and was the root cause of the issue. Service will replace the lcd display to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.